Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: february 26, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that the cutter broke in the surgeon's hand during a medical procedure. The surgeon was attempting to cut the 30-hole titanium sternal fixation system plate when the device broke. A fragment of the disk chipped off, but the surgeon continued to cut the implant as the cutting jaw was not affected. No further complications or surgical delays reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed ¿ the manufacturing documents were reviewed and no complaint related issues were found. The hardness was checked back then and was found to be between 61 and 63 hrc, which is within the specification of hrc 59 +4/0. The fracture face is homogenous, which indicates material conformity. The relevant dimensions cannot be verified anymore due to the damage. This lot was manufactured in february 2014. Based on the provided information and without the broken fragment the exact cause of this occurrence cannot be defined. However, the fracture zone is at the entrance of the cutting slot and only the first millimetre is broken off. This is an indication that a plate probably was not fully inserted into the slot and that therefore the cutting force was only applied onto the corner at the forefront of the slot instead of the full cutting edge, which would cause a mechanical overload at the corner. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.